Event description:
No additional information provided.

Manufacturer narrative:
Unfortunately, we did not receive the batch number, which makes it impossible to carry out a complete investigation. This information is essential to trace the production history and conduct a detailed analysis. Root cause: it was not possible to determine the root cause of the incident due to the absence of the batch number. This information is indispensable for identifying specific process parameters, reviewing inspection and maintenance records, and assessing production conditions. Without this data, it is not feasible to accurately pinpoint the origin of the deviation. Based on the image provided, we verified that the needle had a reduced amount of resin, which confirms the reported issue. The existing inspection processes were reviewed, which are designed to identify and segregate anomalies such as this one, including: automated vision system: validated and operating correctly. Manual visual inspection: active and applied according to standard procedures. We would like to emphasize that our production processes are validated according to defined acceptance criteria and comply with strict quality standards. The reported incident will be monitored internally for trend evaluation, ensuring that preventive measures are applied if necessary.

Event description:
It was reported that the bd needle precision glide 30x1/2in needle pulled out of the hub. The following information was provided by the initial reporter: it was reported that I often use bd 30g needles because they are the only ones I trust in terms of quality. However, I bought three boxes and in the box I am using, two needles fell out when I removed the protective cover. They are loose. My concern is that if I use it on a patient, the part that enters the patient will remain inside them. I was very concerned and unsure. I will send you the details of the box I have here lot: 30313397 ref: 990193.

Manufacturer narrative:
The date received by manufacturer has been used for this field. If a device evaluation and/or device history review is completed, a supplemental report will be filed.